Manufacturer narrative:
The customer was unable to have their glidescope avl video baton 3-4 returned to verathon for evaluation due to this device reaching its end-of-life date. Since the device was not returned to verathon the cause could not be determined. Upon review of the device history for the video baton serial number "(B)(6)," it was determined that the device was manufactured on december 11, 2012 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the age of the device, eleven (11) years and six (6) months, may have caused or contributed to the event. Review of complaint history for the video baton serial number " (B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope avl video batons does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image is completely blurred when the cable is held in a certain position. No delay in the procedure, use of a backup device, or harm to the patient was reported.